Manufacturer narrative:
Continuation of d10: product ID tm90t0, serial# (B)(6), product type accessory. Section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot #: (B)(6), ubd: 27-sep-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving morphine, fentanyl and bupivacaine via an implantable pump. The indication for use was non-malignant pain. The patient reported that the charging port on the communicator was damaged since a week ago. The patient stated he plugged the wrong cord into the device because he got frustrated. The patient mentioned he is on dialyses and forgets what he is doing. The patient mentioned he is shaking because he is not able to use the ptm (personal therapy manager). A communicator was requested from the repair department.